Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the (ua) 07 error was due to the patient/manikin not being correctly oriented on the autopulse platform, or the patient/manikin has shifted, which is likely attributed to an unintended user error. During visual inspection, the front cover was observed to be cracked in the front-end area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling, such as a drop. The front cover was replaced to address the issue. The archive data indicated multiple (ua) 07 around the reported event date, thus, confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the functional testing with no error or fault. The (ua) 07 was not reproduced. In addition, a load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed all the final tests without fault or error.